Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to the customer's blood glucose. The pump was replaced, and the customer declined to provide the alternate method of insulin therapy they will use. No additional patient or event information was available.